Event description:
It was reported that the patient is deceased. It was initially reported that there was possible premature battery depletion. Additional information received reported that the left ventricular (lv) lead had dislodged and pulled back into the superior vena cava (svc) and the right ventricular (rv) lead had high thresholds. Both leads were removed without difficulty. It was further reported that when using a non-manufacturer upsizing introducer in order to implant a competitor lead a perforation was noted. The patient was taken to open heart surgery but died. The perforation was reported to be related to the upsizing and not the removal of the rv or lv leads.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 2013 (B)(4). Of note, the reportable malfunction of premature battery depletion is normally submitted via a bimonthly medwatch report submission that would have been due on 2013 (B)(4). Information was subsequently received on 2013 (B)(4) and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death. Concomitant products: 693558 implantable tachy lead implanted: 2011 (B)(6); 419678 implantable pacing lead implanted: 2010 (B)(6). (B)(4).